Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they continued to experienced high blood glucose. The customer initially reported a high blood glucose of 451 mg/dl along with battery issues with their insulin pump. The customer was assisted with the insulin pump in the previous call but declined troubleshooting for the initially high blood glucose. The customer's blood glucose during the call had gone up to 595 mg/dl but also declined troubleshooting. The customer stated that since the insulin pump and meter were functioning that will contact use if necessary. The customer was advised to contact healthcare professional for the high blood glucose readings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08690 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. Insulin pump was received with scratched case and pillowing keypad overlay.